Event description:
It was reported that, "pt was revised because cup was loose and when surgeon went in; he realized there was an infection. Surgeon decided to remove stem, cup, head, screws, and shell."

Manufacturer narrative:
Na